Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the procedure had started and ended as a dual console system. The ssc was not abandoned. The procedure was not converted to another ssc. Intuitive surgical, inc. (Isi) did receive the personality module surgeon console (pmsc) to perform failure analysis. Failure analysis was not able to replicate the reported issue although error 48200 was found in the logs indicating that fault had happened in the field. Visual inspection found no issues. The pmsc was installed onto the golden system where the component functioned as expected. The golden system was set to run for 10 power cycles, and it sat idle for one hour. Once testing was completed, the system error logs were inspected, but no error could be identified. The probable root cause of reported failure can be attributed to electric defects in the pmsc causing the component to fail with errors.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Fse inspected the system and determined that left monitor of surgeon side console (ssc) did not show any image. The output from this console to an external monitor did not show the left eye view. Fse replaced the personality module surgeon console (pmsc) on ssc. In addition, two release tabs on the system cable were loose hence, they were replaced to resolve the reported issue. The system was tested and verified as ready for use. The pmsc involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci assisted surgical procedure, one of the surgeon side consoles (ssc) from dual set-up did not have image in left monitor. The surgery had begun using a second ssc. An intuitive surgical inc., (isi) technical support engineer (tse) advised customer to reboot the system. Customer stated that they will do that after the procedure. On the subsequent calls, customer stated that power cycling the system did not resolve the issue. Tse advised the customer to perform hard power cycle on ssc and reseat the system cable. It was further reported that issue remained unresolved even after the procedure was completed and system was restarted. The procedure was completed with no reported injury.